Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced the needle and holder separating /spinning out. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: customer reports they've been facing difficulties in the attachment of the needle with the holder, the needle keeps spinning. We've been facing a challenge regarding fitting the needle into the holder. When it's connected to the holder, it spins the device and it doesn't lock, it keeps spinning inside the needle's component pointed (the collar), which makes it easier for the safety shield to separate and the needle's lock, the connection between the needle and the holder is compromised.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced the needle and holder separating /spinning out. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: customer reports they've been facing difficulties in the attachment of the needle with the holder, the needle keeps spinning. We've been facing a challenge regarding fitting the needle into the holder. When it's connected to the holder, it spins the device and it doesn't lock, it keeps spinning inside the needle's component pointed (the collar), which makes it easier for the safety shield to separate and the needle's lock, the connection between the needle and the holder is compromised.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-06-17. H.6. Investigation summary: bd received 2 samples, 4 photos and 1 video for investigation. The photos and video were reviewed and the customer¿s indicated failure mode for hub - collar separation was observed. Unfortunately, the customer samples were misplaced and therefore could not be inspected. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and the issue of hub - collar separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub - collar separation. Bd determined that the root cause of the indicated failure mode was attributed to under-weld in the assembly process. Adjustments to the welder were made. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.